Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips scissored. Opened another device to finish the case. There was no pt consequence.